Event description:
It was reported, that before opening the package. The customer noticed, it was partially torn. No adverse patient effects were reported by the customer. It was reported, that no further information is available.

Manufacturer narrative:
B3: month and year of event have been provided. Day is unknown. Two photos and one product sample were received for investigation. The provided photos showed the complaint sample. The reported issue was confirmed, during visual inspection when the product packaging was identified as damaged. The investigation attributed this condition to an error, during the manufacturing process. A notification of this complaint's details was made to manufacturing personnel. And complaint information will continue to be monitored.